Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported a patient with a new implant in 2010 had a short circuit. The lead was explanted in 2011 and found to be defective. No patient symptoms/complications were reported as a result of the event.